Event description:
Ligasure handpiece was not working correctly. Instead of burning/cauterizing the tissue, it was sticking to and ripping the tissue. After checking the connection and settings of the ligasure, a new handpiece was opened and worked correctly. No harm to the patient or delays in the case.